Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that he had been having issues with the pump. He stated that since a couple months ago (about the end of (B)(6) 2022) he didn¿t seem to be getting any relief; it felt as if he was not getting any medication. He had no falls or trauma. He stated he couldn¿t sit in a chair for any length of time, and he had trouble walking. He stated his gait had never been very good and he was a fall risk, but he felt his gait had been getting worse. He was doing pool therapy. He stated that he was going to see the neurosurgeon regarding a neck surgery that was not related to his infusion system or therapy and was going to let him know that he thinks there is something wrong with the catheter. He had also started having urinary incontinence about a month ago and didn¿t know if it was related to the pump therapy or not. At the last pump refill, he had about ¿6 mm¿ left in the pump and the time before that the pump was almost empty which was normal. He stated that he was not sure if the catheter was where it was supposed to be and wanted to know if there was a way to check. Per the patient he had a complete lumbar fusion at ¿5s1¿ and had moderate and severe stenosis at ¿2/3 and 3/4¿ and one MRI said ¿l5s1¿, but he was not sure about that. The patient requested physician listings.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-may-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.